Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath, tired and feeling unwell. Frequent intermittent loss of right ventricular (rv) capture was observed on the implantable pulse generator (ipg). It was determined that the capture management was incorrectly programmed to account for the rv lead thresholds, and was unable to properly adjust capture. Intermittent loss of capture, rising thresholds and diminished r-wave sensing has been noted on the right ventricular (rv) lead. Reprogramming occurred and both the ipg and the lead remain in use. No further patient complications have been reported as a result of this event.